Event description:
Info received indicates the service required light is on and the bed is alarming 20-34 codes. The technician found the head up switch stuck with a damaged label on the right siderail which allowed fluid into the switch.

Manufacturer narrative:
The technician replaced the right siderail caregiver board and the label to repair the bed.